Event description:
It was reported that during a supply change the ilet user's infusion set tubing became trapped under the mechanism when the user's caregiver prematurely cocked the infusion set, leading to an incorrectly deployed infusion set. The user successfully replaced the infusion set. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.